Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started to smoke some in the leg. Pulled the device from the leg and it was still activated. A replacement device was used to complete the procedure. There were no patient effects or effects to vein.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started to smoke some in the leg. Pulled the device from the leg and it was still activated. A replacement device was used to complete the procedure. There were no patient effects or effects to vein.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool jaws. The silicone insulation appears intact without signs of peeling nor cracks. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "device remains activated" was not confirmed. The analyzed failure mode "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started to smoke some in the leg. Pulled the device from the leg and it was still activated. A replacement device was used to complete the procedure. There were no patient effects or effects to vein.